Event description:
The nurse manager alleged that the bed tilted downward toward the left foot end while a delivery was being performed. The left foot caster came out of the caster tube socket on the base frame requiring them to lift the bed and place the caster back into the caster tube socket. There were no injuries.

Manufacturer narrative:
The technician found that the screws securing the casters to the base frame were missing on both foot end casters (one screw was found in the caster cover). He installed new caster screws to repair this bed.